Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported through a retrospective multi-center cohort study that riata leads may exhibit a higher rate of electrical failure (defined as noise, capture threshold increase, impedance increase, r-wave amplitude decrease and impedance decrease). In some cases, noise over-sensing resulted in inappropriate shocks. Additionally, structural lead failure were noted in a number of cases. There was no temporal correlation between electrical and structural failure.